Event description:
Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a nurse that information on case notes dated 2008, for a vns patient indicated the patient's neck wound had not healed well after vns implant and patient was put on oral antibiotics. The notes indicated that while the wound was healing, there was a small lump in the neck area where a tie-down broke through the skin. Surgical intervention was later performed to remove the tie-down. The patient did not have any cultures taken, and the wound healed normally after removal of the tie down and the course of antibiotics. Attempts for further information have been unsuccessful to date as the nurse did not have additional data.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.